Event description:
On 05/22/2009, resmed became aware of the death of a patient who was a user of a resmed s8 elite ii flow generator.

Manufacturer narrative:
The device was not returned to resmed for evaluation. Based on the information available, we are unable to determine if there was a device malfunction. According to the dme (fort mill pharmacy), the medical coroner stated the cause of death was airway obstruction. This event is currently under review by resmed quality assurance.